Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: review of quality documents confirmed that the borea pacemaker was manufactured and approved in accordance with all specification requirements during the final inspection. Review of the available lead impedance measurements showed a substantial decrease in ventricular impedance from 458 o ((B)(6) 2025) to 238 o following connection to the newly implanted borea device. Although inter platform variability is expected, the 36.5% reduction between the psa and the borea measurements is considerable and may indicate an early effect on ventricular lead integrity. In contrast, atrial impedance changes remained moderate and consistent with expected inter platform differences. Due to insufficient historical data, no definitive conclusion can be drawn, and monitoring is recommended. To ensure impedance stability and detect any potential degradation of electrical values, the patient should be enrolled in remote monitoring (rms) with weekly follow ups. This will help verify that ventricular impedance values remain stable over time. No pacemaker malfunction is suspected. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, during reintervention to replace a pacemaker by a new one, an apparent drop in both atrial and ventricular impedances occurred between psa measurements and the connection of the borea pacemaker. The atrial impedance decreased from 475 ohms to 434 ohms and ventricular from 375 ohms to 238 ohms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during reintervention to replace a pacemaker by a new one, an apparent drop in both atrial and ventricular impedances occurred between psa measurements and the connection of the borea pacemaker. The atrial impedance decreased from 475 ohms to 434 ohms and ventricular from 375 ohms to 238 ohms.